Event description:
Spoke with pt. She states she went to prime her new tubing and connected it to her cassette and as she started priming it (not connected to pt, pt did not have an adverse event) her pump started alarming high pressure. Pt changed out her tubing to another new one and it no longer alarmed. Her tubing and filter did not leak and so field nurse told her it was a defective tubing issue (set ext cadd m/m ii 60" is pt's supplied tubing). No further info known. Pt did not provide lot or expiration info for the tubing set. No other info is known or was provided. Reported to (B)(6) by pt/caregiver.